Manufacturer narrative:
This report is in response to FDA report number mw5095785. The event of "capsular contracture" and "drainage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, drainage and capsular contracture, baker grade unknown.

Event description:
Patient reported via regulatory agency left side "capsular contracture", baker grade unknown, ¿silicone leaks from shell", ¿silicone poisoning from shell¿, ¿countless tumors¿, ¿pellet tumors explode¿, ¿hard pellets and jello like substances fall out,¿ ¿chronic inflammation¿, ¿flash rash¿, ¿displaced/malposition laterally¿, ¿chronic dehydration¿ and ¿yellow color exits pores¿. Patient also reported ¿tumors grew into body, cerebrum, neck, shoulders, all over¿, ¿neuropathy¿, ¿spinal arthritis¿, ¿severe cognitive function led to temporary psychosis¿, ¿blurry vision¿, ¿hair loss¿, ¿nails stopped growing¿, ¿cognitive dysfunction¿, ¿hearing loss¿, ¿choking sensations¿, ¿bowel dysfunction¿, ¿insomnia¿, ¿mood swings¿, ¿high cholesterol¿, ¿chronic light sensitivity¿, ¿teeth grinding¿, ¿mouth sores¿, ¿saline gets trapped in tumors¿, ¿burning/stinging¿, ¿missed menstrual cycles¿, ¿lining of small/large intestines polluting bloodstream¿, ¿interfering with brain transmission¿, ¿affecting frontal lobe¿, ¿asthma¿, ¿chronic uti and yeast¿, ¿chronic autoimmune dysfunction¿, ¿encephalitis¿, ¿hot/ cold¿ and ¿body numbness/pins/needles¿, ¿complex regional pain syndrome¿, ¿chronic systemic joint pain¿, ¿muscle spasms/pain/weakness¿, ¿teeth/jaw pain¿, ¿fibromyalgia¿, ¿chronic fatigue syndrome¿, ¿migraines¿, ¿nausea¿, ¿equilibrium off¿, ¿anxiety¿, ¿depression¿, ¿chronic fever¿, ¿osteoporosis¿, ¿ptsd¿, ¿traumatic brain injury¿, ¿spinal stenosis¿, ¿degenerative disc disease¿, ¿hyperthyroidism¿, ¿neuro with possible accommodative instability¿, ¿kidney stones¿, ¿chronic heavy metal poisoning¿, and ¿neurotoxicity of the amygdala, hippocampus¿; these events are not device related. Device remains implanted.